Manufacturer narrative:
There was no report of a device performance allegation. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and cuff erosion with an artificial urinary sphincter (aus) leading to the component being removed. Some time later, the pump and balloon were removed and a new aus system was implanted. There were no further patient complications reported.